Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with missing display window cover, cracked keypad overlay, cracked case-corner of belt clip rails, and faded serial number label. Device p-cap or test reservoir locked properly in place and the device passed displacement test. (B)(4).